Event description:
It was reported that during a maze procedure for treatment of atrial fibrillation, the stapler was closed on a peristrip and device could not be opened again. This device was never used on patient. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned with the clamping mechanism damaged and with an ecr60g cartridge loaded on the device. Furthermore, the knife was not fully retracted, thus the device would not open. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However the knife was returned to home position and a dry fire was performed and the firing mechanism worked as intended.